Event description:
Information was received indicating that a smiths medical medfusion pump failed primary audible alarm background test. No adverse effects were reported.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). The device history record (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case by the tube holders, right plunger case and the battery door were cracked. Primary audible background test found in pump event history log. During functional testing using the occlusion test, the reported issue of primary audible alarm background test was unable to be duplicated. The root cause was unable to be determined. The speakers and interconnect board were replaced as a preventive measure and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue.additional event information indicating no patient involvement (updated b5, h6)

Event description:
Additional information received via email: event did not happen during patient use.